Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-hospital experiencing inappropriate therapy. Upon review, the implantable cardioverter defibrillator exhibited inappropriate anti-tachycardia pacing and inappropriate interpretation of signal. The programming changes were made on the device. Patient was stable.